Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a device sensing issue on the arctic sun device. The hypothermia patient was cooling to 33c. The patient temperature was 34.8c, the water temperature was 7c and the flow rate was 2.5l/min. The erratic temperature alarms were started and the arctic sun device had shut off. The foley probe 1 was in place. The arctic sun device was currently running. The event log showed multiple alerts 50 (patient temperature 1 erratic) and an alarm 15 (unable to obtain a stable patient temperature). Ms&s discussed the cause and recommended to change the temperature cable or foley.

Event description:
It was reported that there was a device sensing issue on the arctic sun device. The hypothermia patient was cooling to 33c. The patient temperature was 34.8c, the water temperature was 7c and the flow rate was 2.5l/min. The erratic temperature alarms were started and the arctic sun device had shut off. The foley probe 1 was in place. The arctic sun device was currently running. The event log showed multiple alerts 50 (patient temperature 1 erratic) and an alarm 15 (unable to obtain a stable patient temperature). Ms&s discussed the cause and recommended to change the temperature cable or foley. Per follow up on (B)(6) 2020, the nurse stated that the issue was isolated to the temperature cable. The biomed brought them a new once and discarded the old one.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.